Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after vaginal delivery, the perineal wound was sutured with the suture and given routine care. The patient was discharged and returned to the hospital complaining pain and open wound of perineum. When checked the puerpera under routine disinfection, the skin 2 cm away from the top of the perineal fissure was incomplete, with defect and brown lines on the wound surface.